Event description:
It was reported that the device was contaminated with a black substance and yellow liquid on the hub of the cannula. The packaging of the cannula was unopened and intact. The issue was noted whilst sourcing cannula for an insertion. Event occurred prior to use at the hospital. Operator of device was a health professional. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
The visual analysis confirmed the presence of foreign matter on the surface of the guard; it is probable that the extraneous matter, consisting of in lubricant and a mixture of lubricant and dust, accidentally contaminated the product during the manufacturing process. Based on the investigation results, the complaint is confirmed, but there is no evidence of a systematic issue. Based on the evidence currently available, the defective unit may be considered an isolated occurrence. Awareness was made to operation personnel and the issue will be monitored for threshold or escalation. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.